Manufacturer narrative:
The insulin pump was received with blank display; problem isolated to the mother board. It was unable to test for constant tone due to blank display. The device also had a cracked belt clip slot, cracked reservoir tube lip, scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a constant tone and the display went blank. Customer's blood glucose value was 234 mg/dl. It was stated that she removed the battery and the constant tone was cleared bit the display did not return after changing the battery. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.